Event description:
Baxter reported, "a leak from the thread of the transfer set when it's closed." The date of how long the set was in use is unknown. There was no pt injury or medical intervention indicated with this incident at the time of the initial report.